Manufacturer narrative:
Concomitant medical products: product ID :8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a patient who was receiving dilaudid (10 mg/ml) via intrathecal drug delivery pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient was no longer getting pain relief. There were no known environmental/external/patient factors that may have led or contributed to the issue. The catheter was replaced. A catheter access port test was done to prove the catheter had flow. The issue was resolved and the patient status was "alive - no injury" at the time of this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the catheter was discarded by operating room staff and would not be returned. No further complications were reported/anticipated.